Event description:
The reporter indicated that a 12.1mm, tmicl12.1, -16.0/3.5/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Lens rotation not associated to a low vault was observed. The lens was repositioned on (B)(6) 2024. This did not resolve the problem. On (B)(6) 2024 the lens was exchanged for a longer length lens. This resolved the problem. Cause of the event is reported as patient related factor.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(6).